Event description:
Confused pt pressed button on pacemaker which began pacing him and created ventricular tachycardia and he had to be coded. Pt survived with no lasting affect. Previous models had a lockout mechanism which prevented such incidents, but the current model has an inadequate locking mechanism. MFR has provided facility with a plastic shield for all of their devices since this event.